Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung lobectomy, the black reload was fired but when pulling back on the black knobs, the jaws would not fully open, and the reload was unable to be removed from the stapler. Another device was opened to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.